Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072 implantable pacing lead: (B)(6) 2006. 6949 implantable tachy lead: 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the patient experienced multiple inappropriate shocks due to oversensing in the right ventricular (rv) lead. It was further reported that the rv lead was fractured and high lead impedance was observed. There was also possible early device battery depletion reported due to the multiple shocks delivered. The device was explanted and replaced. The lead was capped and the chronic left ventricular pacing lead has been connected to the rv pacing port of the device. No further patient complications were reported as a result of this event.

Event description:
It was reported that there was possible early device battery depletion due to multiple inappropriate shocks delivered. The device was inactivated and no further intervention is planned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device was approaching elective replacement indicator (eri). The analyst commented that on 2012 (B)(4) the battery voltage was 2.61v and had not yet reached the eri trigger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.